Manufacturer narrative:
The investigation was completed and no product was returned. Investigation summary: ppae/tachycardia/ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp. The patient experienced ventricular tachycardia and ventricular fibrillation while the impella wire was being inserted, requiring one defibrillation. The insertion was eventually successful. The patient eventually expired.

Manufacturer narrative:
A 79-year-old male in severe cardiogenic shock, admitted after cardiopulmonary resuscitation with a left ventricular ejection fraction of 10%, developed ventricular fibrillation and ventricular tachycardia during advancement of the impella guidewire into the left ventricle. He required one defibrillation and was stabilized with multiple vasoactive infusions, although his left ventricular ejection fraction remained severely reduced. The patient expired on day 3 of support. Given the patient¿s extremely severe presentation, the death was most likely related to his underlying condition rather than device-related factors. H6. Health effect - impact code was added.